Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic appendectomy, the surgeon was not able to press the green button nor squeeze the handle. The procedure was completed with manual suture without converting to open procedure. No patient harm.